Event description:
I was implanted with essure in (B)(6) 2009 and ever since had numerous issues. I have had heavy periods, a year with no periods, migraines, pelvic and back pain, abnormal paps since 2013, pcs, uterine fibroid tumors x 3, enlarged uterus, hip pain, ovarian cysts and required to have a hysterectomy to eliminate the cause and have the fallopian tubes as well on (B)(6) 2017. I was misdiagnosed for pre-menopause and given medicines for hormones, depression and anxiety. Since surgery I am no longer experiencing issues. Important information: I was a healthy person before implantation and was miserable for 8 years. I am now starting to feel like myself again.